Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). The failure mode of leakage was not confirmed but the failure mode of pre-activation was confirmed based on samples received for analysis. The samples show the lidding, swabs, and foam tip tinted orange which indicate pre-activation. Also, glass shards can be heard upon shaking the samples. The most probable root cause can be attributed to post manufacturing handling, which can provide enough force/impact to activate and break the glass ampoule. Due to the nature of glass it is possible to have an activated applicator and/or broken ampoule if the applicator undergoes excessive handing. No further actions are required at this time. This failure mode will continue to be tracked and trended.

Event description:
It was reported that the product had been 'cracked' in the packaging. Solution from the item leaked through the packaging in 3 of the 4 units.